Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (concentration 2000mcg/ml; no dose/empty; lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity. As of (B)(6) 2016, the patient's pump was alarming due to an empty pump. It was indicated that the patient had missed a pump refill. The patient had heard the alarm approximately 1 month ago, but did not know what it was. The patient experienced a gradual onset of symptoms and the patient's. Additional information was requested regarding the drug information, patient medical history, concomitant medications, the resolution of the spasms following the refill procedure and the cause for the patient not recognizing the pump alarm. A supplemental report will be submitted if additional information is received.